Manufacturer narrative:
(B)(4). Result: the px slim delivery microcatheter (px slim) was kinked approximately 46.0 from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met resistance while advancing the px slim into another manufacturer's device, and that upon removal from the packaging, a pc400 coil was found kinked. The pc400 coil mentioned in the complaint was not returned for evaluation. Evaluation of the returned px slim revealed the catheter shaft was kinked. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is manipulated forcefully at an angle during removal from the packaging or insertion into a catheter, damage such as this may occur. Pc400 coils are 100% functionally tested and px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00828. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter (px slim). During the procedure, the physician met resistance while advancing a px slim into another manufacturer's device and it was removed. Upon removal from the packaging, the pusherwire of a pc400 coil was found kinked and was not use. The procedure successfully continued using a new pc400 coil and px slim. There was no report of an adverse effect on the patient.

Manufacturer narrative:
MDR 3005168196-2015-00829 fu1 was submitted in error; please disregard the submission. The hospital discarded the device; therefore, it was not returned for evaluation. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.